Event description:
It was reported the patient had not changed her ipg since 2011. The patient attempted to charge the ipg but was unable to establish communication. The sjm representative was to contact the patient.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.